Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from its pusher assembly. Further evaluation revealed that the pet lock was damaged, and the pull wire was retracted out the ddt. If the ruby coil is forcefully mishandled during use and the pet lock becomes damaged, the pull wire may retract out the ddt, resulting in the embolization coil detaching from its pusher assembly. Further evaluation also revealed kinks in the pusher assembly, offset coil winds on the embolization coil, and ovalization in the introducer sheath. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the ruby coil to the target vessel using the lantern, the physician noticed the ruby coil had unintentionally detached inside the lantern. Therefore, the lantern was removed containing the detached ruby coil partially beyond the tip of the lantern. The procedure was completed using a new ruby coil, a pod coil, and the same lantern. There was no report of an adverse effect to the patient.